Event description:
A device report from (B)(4), indicated a hosp in (B)(6) reported: during a procedure, surgeon was inserting a va screw into the distal more ulna hole. The surgeon inserted per technical method, rocked the screw, and the screw went through the hole in the plate. Surgeon was using a guide block and drill. Surgeon did not remove the screw, and it remains in the pt's bone. This is 1 of 2 reports for this event.

Manufacturer narrative:
The raw material and mfg papers were reviewed for the screw and the plate. There were no deviations were noted and the product met spec. The investigation could not be completed, no conclusion could be drawn, as no product was received.